Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 42 mg/dl customer¿s blood glucose at the time of incident was 291 mg/dl. Customer experiences nausea related to the high blood glucose customer also states that insulin was exited at quick release . Product will not be return for analysis.